Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the preoperative high bipolar impedances was unknown. The cause of the low case (unipolar) impedances on the new ins was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial#: (B)(4), implanted: (B)(6) 2020, product type: implantable neurostimulator. Product ID: 3889-28, lot#: va0l9lg, implanted: (B)(6) 2014, product type: lead. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 24-jun-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that there was an impedance discrepancy found during battery replacement for normal battery depletion. Preoperatively on the day of the surgery, the impedance was evaluated with an 8840 where the battery was confirmed to be at end of service (eos). Bipolar configurations were >4000 ohms and case (unipolar) configurations were within normal range. Intraoperatively, when the existing ins was disconnected, the physician noted that the insulation had pulled away on the existing lead around electrode 3, but the lead was intact. The physician attached the new ins to the existing lead and when testing impedances during the procedure with a communicator and handset, the bipolar configurations were within normal range, but the case (unipolar) configurations were <(><<)>50. There were no known external factors. The physician was made aware that a lead revision may be recommended in the future. The patient was programmed on a standard bipolar setting. The issue was not resolved at the time of the report. There were no patient complications reported as a result of this event.